Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) with rapid ventricular response (rvr) and received multiple shocks. A code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery, along with shock impedance measurements of greater than 125 ohms. The physician believed the first shock was for af with rvr which put this patient into an arrhythmia. The shocks were not successful in converting the rhythm. External shocks were given, and this patient was hospitalized. Ultimately, this crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) with rapid ventricular response (rvr) and received multiple shocks. A code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery, along with shock impedance measurements of greater than 125 ohms. The physician believed the first shock was for af with rvr which put this patient into an arrhythmia. The shocks were not successful in converting the rhythm. External shocks were given, and this patient was hospitalized. Ultimately, this crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.